Manufacturer narrative:
Based on the available information, this event is deemed to be a serious injury. This complaint has been evaluated. No lot number is available. A detailed investigation or batch review cannot be conducted. Therefore, this evaluation will be closed. This issue will be monitored through the post market product monitoring review process. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The patient's husband felt that the wafer size was too small, and as the patient sat frequently, the wafer was cutting into her stoma causing bleeding. He stated that the frequency was about once every 2 weeks for the past several months, possibly as long as a year, the end user had experienced stomal bleeding. Reportedly, about 4-5 months ago, she did visit the emergency department. He stated that the physician advised that there was a cut to the stoma that appeared to be the source of bleeding. He stated that the physician said the cut to the stoma had to heal on its own and there was nothing the doctor could do about it. The patient's husband stated that the doctor made no recommendations. He advised that at each instance of bleeding, the end user removed the wafer, placed pressure to the stoma and the bleeding stopped without additional interventions. He quantified the bleeding to be approximately between a teaspoon and a tablespoon at each episode. Her usual wear time was 3-4 days. Her stoma measured approximately 45-50 mm and was round in shape. The stoma protruded about 7-13 mm, was located on her lower left quadrant and her abdomen was round. No photo is available at this time.